Manufacturer narrative:
Customer service completed troubleshooting over the phone with the customer which indicated that the pump was functioning properly. Customer service sent the customer replacement accessories. In f/u with the customer, she indicated that she was prescribed antibiotics for treatment of the mastitis and it has been resolved. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." The customer was not asked to return the pump, as troubleshooting indicated that the pump was functioning properly. It cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues and will initiate a CAPA as necessary.

Event description:
The customer reported to customer service that her breast pump is not expressing milk and she is currently being treated for mastitis. She has to turn the suction level up past her maximum comfort level in order for it to express milk. She also had an issue with the breast shields causing discomfort, but with the help of a lactation, consultant was able to resolve that issue.